Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was damaged. Another catheter was used.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection evaluation noted no defects along of the catheter was found. During functional evaluation the balloon was inflated 13cc of air using a syringe and it deflated. After that the catheter balloon was inflated with 10ml of a mix of tap water and blue methylene using a syringe and it deflated due to a balloon pin-hole. The balloon active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon was damaged and another catheter was used.